Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient was seen for a 9 month follow-up clinic visit. The patient¿s inr was subtherapeutic at 1.3 with a lactate dehydrogenase (ldh) of 567 u/l. The patient had missed a few doses of coumadin the prior week due to running out and the inclimate weather. A full strength of lovenox twice a day was added. No changes in pump parameters or alarms were observed. No other signs of hemolysis were present. On (B)(6) 2017, the patient was unable to move the right side of the body. The patient had complete right sided paralysis with left sided gaze, and was unable to move to midline, was completely aphasic except for moans, and had right sided spatial unawareness. A head CT scan was negative for a head bleed. Tissue plasminogen activator was then administered. The CT angiogram of the patient¿s head confirmed a left m1 clot. Three unsuccessful attempts were made to remove the clot with penumbra suction, and then one unsuccessful attempt of solitaire technique. On (B)(6) 2017, a repeat head CT scan showed cerebral edema and evolution of small hemorrhage in the left basal ganglia. The echocardiogram did not show the source of the clot. Carotid arteries were reported as normal. The patient¿s ldh decreased to 450 u/l and their inr was 1.4. On (B)(6) 2017, care was withdrawn due to complications from the major stroke. The patient expired on (B)(6) 2017.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump. A correlation between the evaluation findings of the returned device and the reported elevated ldh, stroke, and subsequent patient outcome could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 3.5 inches from the pump housing. The remainder of the driveline, the sealed outflow graft conduit (outflow graft and bend relief), bend relief collar, proximal half of the flex section, and the inlet tube were not returned. Upon disassembly of the pump, soft depositions of loosely clotted blood and tissue-like clotted blood were found in the inlet and outlet elbows as well as in the outlet stator. The observed depositions were unstructured, non-laminated, and were not adhered to the blood-contacting surfaces. Moreover, the depositions showed no evidence of denaturation and no contact marks were observed on the outlet portion of the rotor or the outlet bearing cup to indicate that the deposition in that location was present while the rotor was spinning during pump support. All observed depositions appeared consistent with post-mortem blood remaining stagnant in the device after support was withdrawn. They did not appear to have been present while the pump was operating and would not have contributed to a functional issue. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis, bleeding, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.